Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the patient had a 1.1 cm pedicled polyp. The clip was then used and was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy even after pushing and pulling the handle for several times. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the patient had a 1.1 cm pedicled polyp. The clip was then used and was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy even after pushing and pulling the handle for several times. The procedure was completed with another resolution clip device. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the catheter. It was also noted that a piece of the over sheath was stuck at the most distal section of the catheter and it was partially separated. Additionally, the catheter was kinked along of its body. Microscope examination was performed at the most distal section of device, and it was confirmed that the over-sheath was accordioned and the catheter was unraveled. Functional evaluation was performed using a tortuous fixture; the clip was able to open, indicating that no activations were made, and the clip released from the catheter successfully. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu)/product label, as there was an attempt to completely remove the over sheath.